Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. High thresholds and low amplitude r waves were noted on the right ventricular (rv) lead. A bipolar lead impedance warning was also noted and capture could not be confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.